Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is has been requested to be sent to our bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over infusion: details of incident: propfol infusion was running at 200mg/hr (10 mls/pr) through a b braun infusion pump (108325) bottle changed at approx 1200 (50 mls in total). At around 13:34 noticed that the propofol bottle was completely empty, on checking the amount on the pump, it said there should have been 33mls in the bottle. [...]

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities regarding the reported event. Thereupon the infusomat space was subjected to a visual and functional examination. Some mechanically damaged were detected, but these are not related to the reported malfunction. The device showed age-based marks of use and was slightly contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec 60601-2-24 was performed. All measured values are within our specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.